Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative receiving dilaudid 25mg/ml at 19.134mg/day via an implantable pump. The indications for use were non-malignant pain and complex reg. Pain syndrome type I. It was reported that the patient was admitted on (B)(6) 2015 due to a stroke and the patient's pump was going to run dry in the next day or so. The current reservoir volume was 3.8ml and the total daily dose with patient activation was 23.5 mg/day. The healthcare provider (hcp) reportedly did not have any interventions planned. The patient did not feel like the pump was working for him, as they kept "jacking his dose up" and it did not seem to be helping his pain. The patient stated that right now he did not feel like it was helping him. It was not known if the patient felt it was working prior to the recent event. Further follow-up was being conducted to obtain information. Additional information was received on 2015 (B)(6), from the manufacturing representative. It was reported that the initial patient issues were reported to the representative by the hospital pain nurse. Additional information was further received on 2015 (B)(6), from the manufacturing representative. It was reported that the pump seemed to be running slow, as they were "getting back more than expected". A rotor study and dye study were performed. The results for both studies "seemed normal". However, the pump was replaced, due to the reported slow pump and getting back more than expected. The patient recovered without sequela. No further information was provided.